Event description:
Per the clinic, the patient underwent an exploration and irrigation of the implant site on (B)(6) 2013, due to recurrent non-auditory pain/sensation with and without device use. The patient was prescribed a seven day course of keflex (dosage not reported) post-operatively. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.